Event description:
The implantable neurostimulator used to need recharging every 2 weeks. More recently the pt had to recharge the device every 2 days. The pt was seen in clinic. Device interrogation revealed that the pt recharged every 2 days for approx 2 hours per session. The battery normally began the sessions 50% charged and ended at 75% charged. The highest amplitude programmed was 1 volt. There was no fall or trauma related to the event. Bipolar electrode impedances were all fine except the #0 and #11 electrodes. Add'l info has been requested. A f/u report will be submitted if add'l info becomes available.